Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported on 19-aug-2025 that on (B)(6) 2025 the end-user experienced hyperglycemia with blood glucose (bg) levels of 547 mg/dl and was transported to the hospital by a caregiver due to feeling ill. The user was diagnosed with diabetic ketoacidosis (dka), admitted, and treated with intravenous insulin and discharged the same day. No reported long-term effects reported.